Manufacturer narrative:
Unable to perform self test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked end cap. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked endcap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that during priming, the back of the insulin pump came off. Customer's blood glucose was 66 mg/dl at the time of incident. The customer was advised that the device would be replaced. No further details given.